Event description:
During a ptca/stenting procedure, the shaft of the liberte' monorail stent delivery system broke during advancement into the 7f guide catheter. The lesion being treated was 60% stenotic lesion in the lad. No patient injuriies or complications were reported.